Event description:
During g3 nail surgery, the surgeon assembled the nail to targeting device and inserted the nail to the patient bone. Afterwards, the distal screw hole of the nail was done to the drilling. When the surgeon confirmed the x-ray, the drill missed the target from the screw hole of the nail. Therefore the surgeon re-drilled by freehand technique. However the drill bit(4.2mm) was broken and the surgeon removed broken piece. The surgery was completed.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. At this time it is not known if the device will be available for evaluation. Same patient as MDR 9610622-2011-00575.